Event description:
It was reported that a (B)(6) patient with multiple myeloma underwent a kyphoplasty procedure on levels l3 and l4. An x-ray performed postoperatively revealed a cement extravasation vascular to level l1 and anterior to level l3. There were no patient complications. No add'l info was reported.

Manufacturer narrative:
Method - device not returned, f/u with rep.